Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic infection ("pelvic infection") and genital haemorrhage ("abnormal bleeding (general) / heavy bleeding") in a (B)(6) female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, sleep apnea and arthritis. Previously administered products included for trachomatis: flagyl from 2012 to (B)(6) 2015; for birth control: iud from 2007 to 2012. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) since 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)"), urge incontinence ("urge incontinence") and mixed incontinence ("mixed incontinence"). On (B)(6) 2016, the patient experienced leiomyoma ("leiomyomata"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), cardiac disorder ("heart disorder or condition"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), alopecia ("leimyomata"), hormone level abnormal ("hormonal changes"), blood disorder ("blood disorder"), mood swings ("mood swings"), mental disorder ("psychological or psychiatric problems condition"), nervous system disorder ("conditions or problems type"), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic infection, vaginal haemorrhage, menorrhagia, bacterial vaginosis, female sexual dysfunction, migraine, headache, cardiac disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, visual impairment, eye disorder, fatigue, abdominal distension, hormone level abnormal, urge incontinence, mixed incontinence, blood disorder, leiomyoma, mental disorder, nervous system disorder, rash and skin disorder outcome was unknown, the genital haemorrhage, dyspareunia, alopecia and mood swings had resolved and the weight increased was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, bacterial vaginosis, blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, leiomyoma, menorrhagia, mental disorder, migraine, mixed incontinence, mood swings, nausea, nervous system disorder, pelvic infection, rash, skin disorder, tooth disorder, urge incontinence, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: unilateral occlusion (left tube occluded) most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - case updated as incident. Event severe physical injuries replaced with abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bacterial vaginosis, apareunia (inability to have sexual intercourse), pelvic infection, migraines, headaches, blood disorder or conditions, heart disorder or condition, migration of essure device, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision problems, eye problems, vision problems, fatigue, weight gain, bloating, hair loss, hormonal changes, urge incontinence, mixed incontinence, leiomyomata, mood swings, psychological or psychiatric problems condition, conditions or problems type, rashes, skin conditions" were added. Event 'severe physical injuries' was deleted. Lot number was added. Product implant and explant date was added. Historical and concomitant conditions were added. New reporter was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic infection ("pelvic infection") and genital haemorrhage ("abnormal bleeding (general) / heavy bleeding") in a 38-year-old female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, sleep apnea and arthritis. Previously administered products included for trachomatis: flagyl from 2012 to 2-feb-2015; for birth control: iud from 2007 to 2012. Concurrent conditions included obesity, urinary incontinence, cough, sneezing and grand multiparity. Concomitant products included medroxyprogesterone (depo provera) since 2012 for birth control as well as canagliflozin (invokana), tenoretic (atenolol chlorthalidone) since 2013 and trazodone since 2013. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fluid retention ("hormonal changes describe: water weight, retaining water"), mood swings ("hormonal changes described: mood swings"), depression ("psychological or psychiatric problems condition:depression") and sciatica ("conditions or problems type: shill.j2 12ain, sciatic nerve pain"). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), urge incontinence ("urge incontinence"), mixed incontinence ("mixed incontinence"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), the first episode of leiomyoma ("leimyomata") and the second episode of leiomyoma ("leiomyomata"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), cardiac disorder ("heart disorder or condition"), tooth disorder ("dental problems"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), blood disorder ("blood disorder"), rash ("rashes"), skin disorder ("skin conditions"), uterine leiomyoma ("uterine fibroid"), hypoaesthesia ("neurological conditions or problems type :numb legs") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, mccall's culdoplasty). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic infection, vaginal haemorrhage, menorrhagia, bacterial vaginosis, female sexual dysfunction, migraine, headache, cardiac disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, visual impairment, eye disorder, fatigue, abdominal distension, fluid retention, urge incontinence, mixed incontinence, blood disorder, the last episode of leiomyoma, depression, sciatica, rash, skin disorder, hypoaesthesia, cystitis, urinary tract infection and vaginal infection outcome was unknown, the genital haemorrhage, dyspareunia, vaginal discharge and mood swings had resolved and the weight increased and alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, bacterial vaginosis, blood disorder, cardiac disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fluid retention, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mixed incontinence, mood swings, nausea, pelvic infection, pelvic pain, rash, sciatica, skin disorder, tooth disorder, urge incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of leiomyoma and the second episode of leiomyoma to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Current weight 197 lbs. Essure device was then placed in the left ostium without incident with three to four coils visible, and then another device was placed in the right ostium with three to four coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on 3-sep-2013: unilateral occlusion (left tube occluded) pregnancy test - on (B)(6) 2013: negative . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record urge incontinence, menorrhagia, dysmenorrhea, leiomyomata. Most recent follow-up information incorporated above includes: on 12-jun-2018: from pfs events " fluid retention, bladder infection, vaginal infection, urinary tract infection, hair loss, legs numb, depression, sciatic nerve pain" are added, lab data added. Reporter information are added. Concomitant drug are added. Concomitant condition are added from medical record. Outcome of events mood swings, intercourse pain,heavy bleeding, vaginal discharge are recovered / resolved. Outcome of events wight gain and hair loss are recovering/ resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic infection ("pelvic infection") and genital haemorrhage ("abnormal bleeding (general) / heavy bleeding") in a 38-year-old female patient who had essure (batch no: 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, sleep apnea and arthritis. Previously administered products included for trachomatis: flagyl from 2012 to on (B)(6)2015; for birth control: iud from 2007 to 2012. Concurrent conditions included obesity, urinary incontinence, cough, sneezing and grand multiparity. Concomitant products included medroxyprogesterone (depo provera) since 2012 for birth control as well as canagliflozin (invokana), tenoretic (atenolol chlorthalidone) since 2013 and trazodone since 2013. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fluid retention ("hormonal changes describe: water weight, retaining water"), mood swings ("hormonal changes described: mood swings"), depression ("psychological or psychiatric problems condition:depression") and sciatica ("conditions or problems type: shill. J2 12ain, sciatic nerve pain"). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), urge incontinence ("urge incontinence"), mixed incontinence ("mixed incontinence"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), the first episode of leiomyoma ("leimyomata") and the second episode of leiomyoma ("leiomyomata"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), cardiac disorder ("heart disorder or condition"), tooth disorder ("dental problems"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), blood disorder ("blood disorder"), rash ("rashes"), skin disorder ("skin conditions"), uterine leiomyoma ("uterine fibroid"), hypoaesthesia ("neurological conditions or problems type :numb legs") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, mccall's culdoplasty). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic infection, vaginal haemorrhage, menorrhagia, bacterial vaginosis, female sexual dysfunction, migraine, headache, cardiac disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, visual impairment, eye disorder, fatigue, abdominal distension, fluid retention, urge incontinence, mixed incontinence, blood disorder, the last episode of leiomyoma, depression, sciatica, rash, skin disorder, hypoaesthesia, cystitis, urinary tract infection and vaginal infection outcome was unknown, the genital haemorrhage, dyspareunia, vaginal discharge and mood swings had resolved and the weight increased and alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, bacterial vaginosis, blood disorder, cardiac disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fluid retention, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mixed incontinence, mood swings, nausea, pelvic infection, pelvic pain, rash, sciatica, skin disorder, tooth disorder, urge incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of leiomyoma and the second episode of leiomyoma to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Current weight 197 lbs. Essure device was then placed in the left ostium without incident with three to four coils visible, and then another device was placed in the right ostium with three to four coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: unilateral occlusion (left tube occluded). Pregnancy test: on (B)(6) 2013: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record urge incontinence, menorrhagia, dysmenorrhea, leiomyomata. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.